Manufacturer narrative:
(B)(4): the up, down, and ok buttons were found to be unresponsive to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
The reporter stated that the pump fell to the floor and afterward the keypad buttons were not responding. The reporter confirmed that the keypad was intact and that there were no issues with the keypad prior to the fall. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.